Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg was explanted and replaced due to the ipg bring inoperable.

Manufacturer narrative:
An explanted ipg was reported to abbott. The results of the investigation are inconclusive as the implant was not returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined.